Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved because . The customer complaint could not be confirmed because the device could not connect and no information was available. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) /2016 to report that the receiver displayed miscellaneous firmware error 67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.